Event description:
Customer reported that pump's quick bolus and wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer on how to press the button properly and assisted with removing the pump from its case. Despite these efforts, the button issue persisted, and it was concluded that the pump needed replacement. A replacement pump was arranged, and the customer was informed of the need to replace the faulty device.